Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the cap separated. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: once the cannula was placed in the vein, the iomeron contrast medium was infused through it. Almost at the same time, the cap on the y-connector exploded, causing blood and drug to spurt out. The cap accidentally exploded and struck the patient in the face.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the cap separated. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: once the cannula was placed in the vein, the iomeron contrast medium was infused through it. Almost at the same time, the cap on the y-connector exploded, causing blood and drug to spurt out. The cap accidentally exploded and struck the patient in the face.